Event description:
Reporter indicated that the pt was experiencing an increase in seizures. Pre-vns seizure rate is unk to MFR. No serious injury was reported as a result of the increase in seizures. Good faith attempts are being made to obtain add'l info.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury.